Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The user facility reported that during the insertion of the probe into the patient's urethra, the catheter ruptured. The reporter stated that the patient experienced bleeding and injury due to the reported event. Further details regarding the reported event have been requested; however, it has not been received at this time.